Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the nothing was showing up in the alarm history.not even showing he changed his reservoir. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime test, a 33 test and excessive no delivery test. There was no unexpected time clock anomaly.